Event description:
During an endoscopic vein harvesting procedure, the c-ring from the uniport plus broke off inside the patient's leg. The detached component was retreived endoscopically with a bisector. No other patient complications were reported.